Event description:
It was reported that the patient presented in clinic for a follow-up. During threshold testing, it was noted that the pacemaker, right atrial (ra) and right ventricular (rv) leads exhibited loss of capture. Programming changes was made; the leads will continue to be monitored. The patient was in stable condition.

Event description:
New information received notes that the pacemaker, right ventricle lead (rv) and atrial lead (ra) was explanted and replaced with implantable cardioverter-defibrillator system. During procedure, physician noted insulation damage on the ra lead. The whole system was explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Additionally, visual inspection found no anomaly on the header related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.